Event description:
Update: the facility confirmed that the surgeon was "at fault" in the incident.

Manufacturer narrative:
Investigation results: as of the date of this report the complaint product was not provided for investigation. The investigation was based upon analysis of historical data and batch history review. Device history records: the device quality and manufacturing history records have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number with this error pattern. According to manufacturer's reporting evaluation in accordance with 21 cfr 803, this event is considered reportable for the following reason: - serious injury (report not later than 30 days). The reporting decision is based upon the review of the applicable risk analysis - additional medical intervention. Conclusion/preventive measures: based upon the above mentioned investigation results, a definitive root cause could not be established. There is no indication for a material-, manufacturing- or design-related failure. In the event that the complaint product will be provided for investigation in the future, an update of this report will be provided unsolicited. Based upon the investigation results, a CAPA is not required.

Event description:
It was reported that there was an issue with the product gp351r - elan 4 2-ring craniotome cutter paed. According to the complaint description, the craniotomy blade broke intraoperatively during an i3 approach. This event occured to a patient with recurrent cranial tumour. The fragment has not yet been found; it is likely to have broken as a result of contact with a craniofix put in place during i2. Additional medical intervention was necessary. Additional information was not provided nor available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Additional information / investigation results will be provided in a supplemental report.